Event description:
Duriing the final tightening of the screw, surgeon was unable to lock the ring over the screw. Another screw was attempted but unsuccessful. The plate and all four screws were removed and replaced successfully with a another plate and screws.

Manufacturer narrative:
Additional parts involved include:catalog number 14-521614, lot number 598080 mfg date 12/2008. Catalog number 14-521514, lot number 719320, mfg date 01/2009. The dhrs were reviewed and the parts were manufactured to specification.